Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to a possible myopotential oversensing were observed. The patient was asymptomatic. Programming changes were discussed with the physician but were not performed.